Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set is leaking. The location of the reported leak was the top of the needle. Customer reports that this was a replacement infusion set that the customer received due to last several infusion sets not working properly. Customer reported a blood glucose of 500 mg/dl. Customer treated the elevated blood glucose with their pump. Customer reported that they changed out the infusion set that was leaking. Product is expected to be returned.